Event description:
Information received from the field notes pocket stimulation while the device was programmed to the bipolar configura- tion. Stimulation was noted to be worse when the patient was sitting up. Lead impedances were normal. The physician repositioned the lead with no pocket stimulation initially observed. Later that evening, pocket stimulation recurred. The physician then replaced the pulse generator and lead.